Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Corrected fields: e1 and g2 (company representative is not applicable to this event). The device history record was unable to be reviewed for this device, since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the ceramic tip broken occurred, due to one of the following: thermo-mechanical fatigue, wear and tear or improper handling (impact, shock). The event can be detected and prevente,d by handling the device in accordance with the following instructions for use: before using the product, the warning notices in the instructions for use should be followed to ensure a faultless condition of the product. See especially chapter 4: warning infection control risk: properly reprocess the product before first and each subsequent use, following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1: inspection and testing, inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the ceramic tip was damaged. The following non-reportable malfunctions were found during the device evaluation: the guide screw was missing and the sealing ring was damaged. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip and was missing screws. There were no reports of patient harm.